Event description:
There was an allegation of questionable elecsys cmv igg assay results for 1 patient on a cobas e 801 analytical unit compared to an abbott architect analyzer. The initial elecsys cmv igg result was <0.15 u/ml, interpreted as non-reactive. The sample was tested in another laboratory and the abbott cmv igg result was 54 u/ml, interpreted as reactive.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The patient sample was provided for investigation. The investigation was able to confirm the customer's non-reactive elecsys cmv igg result. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The patient sample was also tested using a mikrogen cmv igg blot test that also confirmed the customer's non-reactive igg result. The investigation did not identify a product problem.